Event description:
It was reported that stent dislodgement occurred and intervention was required for removal. The 90% stenosed, 16mm in length target lesion was located in the moderately twisting and severely calcified, 3.5mm in diameter left anterior descending artery. A 16 x 3.50mm promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent was found to be dislodged and was removed using a catcher. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable it was further reported that this event did not occur. There was no issue with a promus premier stent.

Event description:
It was reported that stent dislodgement occurred and intervention was required for removal. The 90% stenosed, 16mm in length target lesion was located in the moderately twisting and severely calcified, 3.5mm in diameter left anterior descending artery. A 16 x 3.50mm promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent was found to be dislodged and was removed using a catcher. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.